Event description:
In 2009, the pt reported that she often experiences elevated blood glucose and that she is a "brittle" diabetic. She began use of the infusion device one year ago, and her blood glucose sometimes elevated to 500 mg/dl. Her target blood glucose range is 100-130 mg/dl. She has been working with her physician to adjust her basal rates. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.